Event description:
When I came in to the building this morning, it was 5:00 am. I smelled something very strong so I looked around and found the blanket warmer smoking. I immediately unplugged the unit and took it outside. When I opened the door there was (2) blankets burned very bad. I looked at the setting, it showed 79 degrees. I believe that the thermostat was not working because it never shut down when it reached its desired temp.